Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was not confirmed. However during evaluation, it was noted that the device power output was too high, made excessive noise, the motor was defective, had component damage and was overheating. It was further determined that the device failed pretest for loctite assessment (verify housing pin), loctite assessment: (verify that the modified set screw), motor thermistor assessment, rotational speed assessment: (instrument reading (forward), rotational speed assessment: (instrument reading (reverse), noise assessment, and handpiece temperature assessment. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device power output was too high, made excessive noise, motor was [damaged], had component damage and was overheating. It was further determined that the device failed pretest for loctite assessment (verify housing pin), loctite assessment: (verify that the modified set screw), motor thermistor assessment, rotational speed assessment: (instrument reading (forward), rotational speed assessment: (instrument reading (reverse), noise assessment and handpiece temperature assessment. It was noted in the service order that the device did not work prior to surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown, but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.